Manufacturer narrative:
No patient involved. A medtronic representative went to the site to test the equipment. The motion battery monitor displayed 9 bars after turning on and unplugging umbilical for 2 minutes. Motions charger board voltage is good and motion batteries are holding a charge under load. The system passed checkout and also performing as intended. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the imaging system failed the battery test. Bars on indicator dropped to eight after being unplugged for two minutes. No patient present.